Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trident cup impactor became cold welded to the tritanium trident ii cup after impaction into the acetabulum. Cup was then removed from the acetabulum and disengaged by using a hohmann in a hole of the cup to act as a spanner bar to break the cold weld. Same cup was then reinserted and cautiously re-impacted on the same inserter. A second screw was used to provide more fixation.

Manufacturer narrative:
Corrected data: patient code.

Event description:
Trident cup impactor became cold welded to the tritanium trident ii cup after impaction into the acetabulum. Cup was then removed from the acetabulum and disengaged by using a hohmann in a hole of the cup to act as a spanner bar to break the cold weld. Same cup was then reinserted and cautiously re-impacted on the same inserter. A second screw was used to provide more fixation.